Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: when placing piv, noted that needle did not retract into barrel when activation button was depressed, and catheter would not separate from barrel when attempting to manually advance it. This happened with two catheters from same lot on patient, then angios from same lot were tested before trying on patient and they also did not work. All angios from that lot removed from nicu supply except from sealed crash carts. This resulted in multiple IV attempts having to be done on patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381411 and lot number 4199752. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.